Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned femoral head does not lend to any conclusions regarding the reported infection. A search of the complaints databases finds no other reports against the etched manufacturing lot code. Review of device history records finds no related deviations or anomalies that would have contributed to the reported event. The patient was reportedly implanted in early (B)(6) 2014 and revised for infection in (B)(6) 2015. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised due to a periprosthetic fracture and dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. For any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.